Event description:
It was determined that the pads adhesive may not meet the contact surface area specifications.

Manufacturer narrative:
New information received indicates this issue was found during a patient event.

Event description:
It was determined that during a patient event, the pads adhesive may not meet the contact surface area specifications.